Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brushes break off [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A spouse reported via e-mail on 27-dec-2017 that his/her husband used oral-b brushheads, version unknown, and after using a few times, they break off; 6 had broken off and 3 had nearly broken. Ten (10) brush heads had been purchased. No symptoms were reported. The spouse reported that his/her husband can only use an electric toothbrush because of an illness. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. On 30-dec-2017 follow-up via e-mail: the spouse reported the problem occurred with 9 brushes. The reporter described 10 brushes purchased as regular brushes, and 5 other brushes, the reporter did not know the name, were purchased. No further information was provided.

Event description:
Brushes break off [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: report source: non-event - spontaneous. A spouse reported via e-mail on 27-dec-2017 that his/her husband used oral-b brushheads, version unknown, and after using a few times, they break off; 6 had broken off and 3 had nearly broken.10 brush heads had been purchased. No symptoms were reported. The spouse reported that his/her husband can only use an electric toothbrush because of an illness. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. 30-dec-2017 follow-up via e-mail: the spouse reported the problem occurred with 9 brushes. The reporter described 10 brushes purchased as regular brushes, and 5 other brushes, the reporter did not know the name, were purchased. No further information was provided.

Manufacturer narrative:
28-feb-2018 product investigation results: the consumer returned 9 toothbrush heads on 24-jan-2018. Toothbrush heads confirmed to be counterfeit.